Event description:
Case 2 of 2: this is a spontaneous report received from dr (B)(4) to baxter (B)(4). Dr (B)(6) notified baxter that she used floseal in two interventions and patients died in both cases. No additional information was provided. Baxter is attempted to obtain additional information from the doctor via phone and email. No response has been received at this time. This surgeon is currently performing a grant in the transplantation and hepatobiliary pancreatic surgery department of the hospital (B)(6). This is one of two reports that will be submitted due to the multiple patients.

Manufacturer narrative:
(B)(4). Due to the lack of information the case is not currently assessable, and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. Baxter sales was able to talk to the operating surgeon. Dr. (B)(6) from (B)(6) advised baxter that the original reported information was provided by a different healthcare professional. She informed baxter the issue was not related to the use of the product and that there is nothing to be reported. It is a product she knows, she likes and she uses when she considers it is necessary. No further data was provided. Baxter follow-up medical assessment: given the lack of any clinical data it is reasonable to agree with the reporter and assess this case as not related to the use of floseal. No further action is required.